Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, customer reported the sureform 45 curved-tip stapler instrument will not articulate. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated that the stapler was placed on universal side manipulator (usm) and that the instrument became inverted instead of moving straight in the direction the surgeon intended and would not articulate while attempting to clamp the lungs. The target tissue is unknown. There was no reported patient harm or injury. The issue did occur while the surgeon was attempting to manipulate the instruments from the surgeon console. It was confirmed that the failure was related to inability to move the instruments. The reporter stated, they removed the instrument and replaced it with another one. The reporter declined on answering the further follow up questions.

Manufacturer narrative:
Based on the claim against the product by the customer noting unintuitive motion, an investigation was completed to determine the cause of this reported event. (B)(4) did receive a da vinci product to perform failure analysis. The sureform 45 curved tip stapler instrument was analyzed and found that the wrist cable was found loose at the backend when the housing was removed. The jaw cover at the wrist assembly was then disassembled and removed. Upon further inspection, the wrist cable was found broken at the wrist. No further functional test could be performed due to the cable breakage. Root cause of this failure is attributed to a component failure. Additional observation: review of dsp engagement logs showed the instrument failed to engage on (B)(6) 2023 using system (B)(6). Error 22020 occurred stating ¿engagement failure - wrist pitch axis¿. Instrument was placed on xi system arm and failed engagement on 3 consecutive attempts due to the broken wrist cable. This complaint is considered a reportable malfunction due to the following conclusion: it was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 curved tip stapler instrument did not move intuitively. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.